Event description:
On 7/23/1998, the physician informed the MFR's (MFR.) Sales rep of the following: the catheter has a cut below the cuff. The cut appears to have been caused by a scalpel. The catheter never worked correctly and was replaced. The device was scheduled to be returned to the MFR. For analysis. No further detils were provided at this time.